Event description:
The insulation on the extended shaft started to "fray" on the sides during spinal surgery. Device was replaced with a new device and surgery continued without further incident. There was no injury to the patient.

Manufacturer narrative:
On 7/14/09: a retrospective review of past complaints involving the ext was conducted after 3007069406-2009-00001 and 3007069406-2009-00002 were filed. This MDR filing is based on that review. Device evaluation on 5/8/09: during visual inspection of the returned device, damage of the insulation was noted near the distal end of the extended shaft (proximal to the electrode). It appeared that the electrode may have been bent during use, causing the coating under the insulation to break and damage the insulation. Review of the lhr did not note any anomalies during manufacturing of this lot. Root cause of the failure could not be determined at that time. On 7/14/09: due to subsequent complaints, the extended shaft is now being manufactured with a double layer of insulation. This is the final report.